Manufacturer narrative:
This report is submitted on december 22, 2021.

Event description:
Per the clinic, the patient experienced an infection around the abutment site (specific date not reported) and subsequently was treated with oral antibiotics (specific date and duration not reported). However, the issue did not resolve. The patient underwent skin revision surgery on (B)(6) 2021, to remove the infected skin. The abutment was removed on the same day.